Event description:
It was reported that a customer¿s pump screen was broken, making the touchscreen unreadable and unresponsive. The blood glucose level was 210mg/dl. The device is being returned, and a replacement pump with a new serial number was issued.